Event description:
It was reported that pump had a hard-to-press top button and displayed cartridge errors, with cartridge appearing full after filling but showing as empty the following morning. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support documented the report and closed case with no additional corrective actions described.